Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported capsular contracture. Healthcare professional confirmed baker grade iii.the device has been explanted. This record is for the right side.

Event description:
Patient reported right side capsular contracture. Healthcare professional confirmed baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified fold creases and white particle material was found on the shell. A weight test of the device was verified and the device was within specification. The gel was cloudy after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing."